Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the operator attempted to use the subject guidewire for delivery. While navigating toward the distal stenosis, resistance was encountered. The operator proceeded and the subject guidewire fractured 15 cm from the tip, the core wire remained intact. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analysis and it was found that the guidewire nitinol tubing was fractured, the guidewire was kinked and the proximal polytetrafluoroethylene (ptfe) coating was noted to have damage which is consistent with interaction with the torque device. There was friction noted during advancement of the guidewire through a demonstration microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. It was reported that when prepared to deliver it to reach the distal stenosis, resistance was encountered. The operator continued to deliver it and the guidewire fractured at 15cm from tip(core wire was still connected). An assignable cause of procedural factors will be assigned to the as reported guidewire friction and guidewire broken/fractured during use and to the analysed guidewire kinked/bent and guidewire broken/fractured during use and guidewire friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the operator attempted to use the subject guidewire for delivery. While navigating toward the distal stenosis, resistance was encountered. The operator proceeded and the subject guidewire fractured 15 cm from the tip, the core wire remained intact. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.